Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. It could not be determined if the damage effected the delivery of insulin. The downloaded data returned a 0x33 alarm, indicating a ¿command not received when prev. Cmd had mctf bit set¿. The device was successfully connected to a pdm during the investigation and was able to deliver a bolus. No alarm or communication error was generated between the pod and the pdm during the bolus delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 300 mg/dl. The pod was worn on the abdomen for longer than 48 hours. As treatment, a new pod was applied.